Event description:
According to the reporter: occurred during a laparoscopic proctectomy procedure. Upon removing the device from the packaging, noticed that the jaws would not open. The event occurred during the procedure but the product was not used on the patient. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.